Manufacturer narrative:
The customer contacted a siemens customer care center. Quality controls were within acceptable range. A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a total service call and inspected and cleaned the luminometer. The cse also inspected the wash station and checked port dispenses and aspirations. The cse then inspected the probes, pumps, syringes, and tubing and fittings. The cse performed dark counts and reagent probe dispense test and found that the valve manifold was not functioning properly. During a follow-up visit, the cse replaced the valve manifold and verified port dispenses. The cse ran precision testing and quality control, which were acceptable. The cause of the discordant, falsely elevated tni-ultra result on one patient sample is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
A discordant, falsely elevated cardiac troponin -I (tni-ultra) result was obtained on one patient sample on an advia centaur cp instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate instrument and on the same instrument, resulting lower both times. The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated tni-ultra result.